Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir of the insulin pump was leaking from the connection to transfer guard to top of reservoir. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that when they removed the blue transfer guard that there was no needle going from transfer guard to top of reservoir. The customer stated that they were unable to fill the reservoir again and hence they discarded the reservoir. Troubleshooting was performed for reservoir leak and the product will not return for analysis.